Event description:
Pt had a medtronic insync 7227 aicd pacemaker system with biventricular pacing capabilities. The left ventricular lead had pulled back into the coronary sinus requiring replacement of the lead. During the procedure the pt experienced a shock from the defibrillator although it had been turned off prior to the beginning of the procedure. Medtronic rep present at the time of incident called tech support to determine cause of shock. Electrocardiogram showed sinus rhythm with normal av sequential pacing but only with right ventricular lead.